Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was going to be repositioned but during that procedure the helix would not fully retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.